Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a small pneumothorax, necessitating catheter decompression. The target nodule measured 12-13 millimeters and was located in the right upper lobe, adjacent to the fissure. A trace pneumothorax was detected on intraprocedural fluoroscopy, prompting the physician to use a french 5 catheter for decompression. The procedure was completed as planned without delays. A follow-up chest x-ray revealed a slightly larger pneumothorax, though it remained small in size. The patient was observed for less than 24 hours, exhibiting no symptoms, and was subsequently discharged home without further intervention. The physician believed the pneumothorax was not related to the ion system and could have occurred with another modality, attributing the cause to the nodule's location near the minor fissure. There was no device malfunction associated with the event.